Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room after receiving two inappropriate shocks. Device interrogation revealed noise on the right ventricular lead. Chest x-ray showed that the rv lead had dislodged and pulled back to the atrium. Tachycardia therapies were turned off and lead revision was scheduled. Patient was stable.